Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and the biosense webster, inc. Product analysis lab observed a hemostatic valve separation issue. Initially it was reported that the dilator met with too much resistance going into the sheath. It was replaced and the procedure continued. There was no patient consequence reported. Additional information was received. The resistance was between the sheath and the dilator. This was pre-case before the sheath was inserted into the patient. The resistance did not result in any damage to the sheath. There was resistance putting the dilator into the sheath. Resistance did not result in any damage to the dilator. The dilator was not able to move within the sheath. The dilator was stuck in the sheath due to high resistance. The resistance with sheath issue was assessed as non MDR reportable. Interference or friction between devices is a known occurrence. If resistance is encountered, the system may be withdrawn as a unit. This is a common practice during procedures. Since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-feb-2023, the hemostatic valve was dislodged inside the hub component. The returned condition was assessed as MDR reportable for a hemostatic valve separation issue. The awareness date for this reportable lab finding was 07-feb-2023.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-jan-2023. The device evaluation was completed on 07-feb-2023. The product was returned to biosense webster (bwi) for evaluation. Visual inspection, dimensional inspection, and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. The dilator outer diameter was measured, and dimensions were found within specifications. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The valve dislodged could be related to the resistance with the sheath; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).